Event description:
It was reported that during an iliac angioplasty, the stent was difficult to deploy inside the pt. The system was removed from the pt and as the dr was trying to discover why it would not deploy, the system deployed on the table. A second stent was used without difficulty. No pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for eval. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.